Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient administered manual injections of insulin, drank water and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. Fluid was able to flow through the fluid path with no signs of struggle. Both sma wires were broken, and discoloration was present on the commutator cap, ratchet gear, retainer pin, top housing, and piezo. The plastic of the ratchet gear was partially melted near the commutator cap. The batteries were depleted, and a connection with the pod could not be achieved.